Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, the customer did not have a backup method of insulin. Customer declined further troubleshooting. There was no adverse effect to customer's blood glucose level.